Manufacturer narrative:
The user-reported issue was not confirmed. Zyno medical's contract supplier has sent the report on 03/29/2017. The drip chamber burst failure mode could not be duplicated. Testing details can be found in the report.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00013).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the returned IV sets. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on (B)(6) 2017.

Event description:
The user reported an issue of IV set bursting at the drip chamber during tpn (total parenteral nutrition) infusion. There was patient involved but not injured or harmed.